Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). Approximately two years prior, the device showed an estimated remaining longevity of five years and last year, the device showed one year remaining. Currently, the device is showing elective replacement indicator (eri). The physician elected to replace the device. This ICD was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.